Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 18-may-2026, a sales representative reported via (B)(4) that a removal tool capture rod ar-9095-35 lag screw removal tool broke inside a removal tool nut ar-9095-36. Additional information was provided on 21-may-2026, where the sales representative reported via (B)(4) that this event occurred on 09-may-2026, and a following removal of hardware surgery case on (B)(6) 2026. This was during a short troch nail case, and a removal of hardware case for the same patient. They couldn't tell if the lag screw had been unlocked or not after trying both unlocking techniques (no way to know), and it snapped trying to remove the screw. The patient had poor bone quality, 72 and on multiple osteoporotic medications. All the fragments were retrieved from the patient. A metal cutting burr was used to go through the nail and destroy the locking ring, and then a plate from another manufacturer was used to fix the fracture. There was a 1-hour delay in the initial surgery and caused a second removal of hardware surgery. Additional anesthesia needed to be administered because it required a second surgery.